Event description:
It was reported the ¿primary tubing¿ of two (2) clearlink system non-dehp solution sets leaked. After the set was changed and new tubing also leaked (second instance). The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.